Event description:
Patient had revision surgery.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate/abg ii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Not returned.

Manufacturer narrative:
(B)(4).

Event description:
Patient had revision surgery.